Event description:
It was reported via phone call, that the insulin pump fell and the display screen is cracked. Customer's blood glucose level at the time was unknown. Troubleshooting occurred. Advised to discontinue use of the insulin pump, and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Cracked and bleeding lcd glass. Minor scratched lcd window, cracked case near display window corners, cracked reservoir tube lip.